Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient reports a decrease in hearing since (B)(6) 2016. Patient reports he can understand what is being said, but it is at the level of a whisper. The patient reports that he hears better when he presses on the internal device. Device function is intermittent with head turns. Re-implantation occurred on (B)(6) 2016. The active electrode lead was cut off during device removal and the end portion of it could not be retrieved as it was suctioned away.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reports a decrease in hearing performance since (B)(6) 2016. There is swelling over the implant. The patient denies any trauma. The patient has been advised to see the surgeon and further tests have been scheduled.